Event description:
It was reported that, this right ventricular (rv) lead exhibited a drop in the pacing impedances, not out of range measurements were noticed. Additionally, electromagnetic interference (emi) was oversensed leading into two signal artifact monitor (sam) episodes. The technical services (ts) indicated that there were no episodes of noise, the threshold has been stable, and the patient is dependent. The ts recommended to consider an in clinic evaluation with isometrics and pocket manipulation looking for noise or changes in impedances. The minute ventilation (mv) was reenabled. This rv lead remains in service. No adverse patient effects were reported.